Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the cerelink microsensor was implanted with the directlink module (ref (B)(4). The reading was 4 in the or; however, when transferred to ICU with a monitor, the reading went down to -24 (negative reading). The directlink was reset and there was no change. The surgeon decided to take the cerelink microsensor out.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The cerelink was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.